Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the left ventricular (lv) lead had high thresholds, exit block and insulation damage. The lead was partially explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead was extrinsically breached due to melting. The outer insulation of the lead was extrinsically melted but not breached and visual summary analysis of the lead indicated apparent explant damage. The analyst also noted: visual inspection found only insulation damage, extrinsic. There was no insulation breach in-vivo was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.